Event description:
As reported by the user facility: staff reported electrical shock on the metal of free flow clamp.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed. Results description: technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Electrical isolation of pump and power supply tested correct. The device was sent to be serviced and for preventive maintenance.